Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette leak occurred. The starting volume was 101ml, the remaining volume was 55.8ml, and the programmed rate was 2.2ml per hour. The event occurred during infusion, with patient involvement and no harm.